Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of seizures.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The patient¿s mother stated that the patient was at 64 mg/dl and had juice and yogurt but an hour and a half later, the patient had a seizure. The patient¿s mother stated that the patient had previously been to the doctors and they could not figure out why the seizures were happening and were referred to a neurologist. The patient¿s mother indicated that she was nervous that this event might have been due to the cgm not reading accurately and that the bg values are lower than what the cgm is showing and that this may be why these seizures were occurring. The patient¿s mother did not wish to provide further event details. At the time of contact, the patient was doing good. No additional patient information is available. Data was received for evaluation. Data review could not confirm the reported event of inaccurate cgm values. A root cause could not be determined via data.